Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1803 nodule. H6 codes: health effect - clinical code - e1802 cyst(s).

Event description:
Dexcom was made aware on 08/06/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. It was reported that the patient experienced a skin reaction with an infection which occurred 5 days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with soap, water, and alcohol. The patient developed redness, inflammation, pimples, bumps, and an infection at the needle puncture site. The patient had swelling and burning sensation in the area. Photo of the skin reaction in the complaint record was reviewed. The photo shows a skin reaction in the shape of the wearable footprint that consists of redness and a lump. The photo confirmed the skin reaction. On (B)(6) 2024, the patient consulted a dermatologist who provided an incision and drainage at the needle puncture site to release the pressure from the cyst and prescribed an oral antibiotic medication (doxycycline unspecified dosage once per day). The patient had an unspecified diagnostic testing which showed negative for a staph infection. On an unspecified date, the patient followed up with a healthcare provider and received a cortisone shot in the area. At the time of report the patient confirmed the wound was in the healing stages. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.